Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the downloaded log files. A backup battery fault alarm correlating to a load test condition was observed on (B)(6) 0225 at 1:02:30 and did not resolve by the system controller shut down on (B)(6)2025 at 15:24:13. At the time of the fault, the backup battery loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the backup battery fault alarm. No other notable events were observed. The system controller (serial number (B)(6) was returned for analysis. The system controller was functionally tested and operated for an extended duration; no backup battery fault alarms were reproduced during testing. Per provided information, the system controller and backup battery were exchanged. The root cause of the reported event was unable to be conclusively determined through this analysis. A CAPA was initiated to investigate the increase in reported backup battery faults. The device history record for the system controller (serial number (B)(6) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6) was inspected on 23may2024. No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment, including system controller power cables, for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. During investigation of the returned product, wire fatigue on the black power cable was observed during functional testing. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with an emergency backup battery (ebb) fault. The left ventricular assist device (lvad) team replaced the system controller and ebb. Log files were not provided. Additional information provided that changing the system controller and ebb resolved the issue.